Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired on the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. (B)(4). Additional information has been requested and will be submitted upon receipt accordingly.